Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient developed spontaneous ventricular tachycardia (vt) associated with delivery of multiple shocks (8 shocks total) while at home in late (B)(6) 2011. Following delivery of the first shock, the arrhythmia degraded into ventricular fibrillation (vf). Technical services reviewed the episode printout and noted that therapy had not been exhausted and that some post shock detection exhibited undersensing and a delay of charging. However, based on charge times of approximately 12 seconds, the delay was not significantly longer than normal redetection, duration and charge times between attempts. The last delivered shock converted the arrhythmia from vf to a slow vt with intermittent sinus rhythm. At the time of the adverse event, emergency medical service (ems) had been called and upon arrival administered external defibrillation. Despite emergency intervention, the patient suffered brain damage as a result of the arrhythmia and was in critical condition and was not expected to recover. The patient's medical condition is significant for non-ischemic cardiomyopathy, drug addiction and a history of non-compliance. Additionally, it was noted that at the time of the implant procedure in 2006, high defibrillation thresholds were encountered requiring placement of a sub-q array. From the physician's perspective, there were no allegations or complaints against the device's operation or functionality. Boston scientific received information that the patient's device had been programmed off per physician's order. Shortly thereafter, boston scientific received a request from the clinic to deactivate the patient's monitoring system as the patient had died. To date, the device had not been received at boston scientific return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.